Event description:
While using a byte day aligners, patient reported discoloration of tooth. From photos received teeth #8 & #9 are discolored. Patient did not have this discoloration when they started treatment. Also, patient has a broken tooth on #30, this was not broken before treatment. Advised patient that they need to see dentist before continuing treatment. Requested additional.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.